Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Review of the system log files did not show any fdcsib malfunctions. Fse found the actual cause to be a defective flat detector controller sib (fdcsib). Fse replaced the fdcsib, loaded board firmware, and restored settings. After which, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device was unable to perform exposure. The system was in clinical use. No harm has been reported to philips.